Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. Upon device inspection/testing, it was noted that the transducer was responding as usual after having been activated. However, when not in use, the device was activating without prompting. The power button was not pressed, but the device began pulsating, and then would remain on. There was no footswitch connected during these tests. The device will be forwarded to the original equipment manufacturer for investigation. If additional information becomes available following device investigation, a supplemental report will be filed.

Event description:
As reported, the shockpulse lithotripsy transducer suddenly stopping working during a procedure. The equipment was changed to an identical unit and completed without further issue. There was no patient harm reported as a result of this event.